Event description:
As reported by the edwards clinical specialist (cs), at the beginning of the transapical tavr procedure, during the insertion of the ascendra sheath, the patient developed complete heart block (chb). Pacing was initiated however, the patient became hypotensive. Bav was performed however the patient remained hypotensive and medications were administered. The decision was made to advance the valve into the annulus, however, hypotension persisted and the valve was pulled back into the ventricle. Epi was administered with no change in the blood pressure (bp) and the pre-existing mr remained severe. CPR was initiated with a small increase in bp. Although the patient's pressure remained severely hypotensive, the valve was advanced into the annulus, positioned and deployed in a 50:50 position without rapid pacing. CPR was restarted and the patient developed ventricular tachycardia (vt). Per report, there was a malfunction with the defibrillator and CPR was continued and the patient was put on cardiopulmonary support (cps). A biphasic defibrillator was connected and the patient was shocked into asystole. Pacing was then initiated and the bp increased. The patient then went into ventricular fibrillation (vf) and was successfully shocked and the bp was maintained at 100mmhg on full support. The ascendra sheath was removed, and the post deployment angiogram showed trace central leak. Mr remained severe. There was minimal apical bleeding and additional pledgets were placed. An epicardial lead was placed. On further evaluation post deployment echocardiogram (tee) showed the valve was ovoid and likely compressed from CPR resulting in moderate cai. The epicardial lead was not functioning. The decision was made to re-balloon with a 25x5 bav from the groin to make the annulus circular. The heart was emptied then the cps was turned off, there was no bp and bav was inflated. Cps was resumed and tee showed mild pvl and no cai. An iabp was placed and another pacing lead was placed. The lv function was slightly improved and severe mr persisted. Several attempts were made to wean the patient from cps unsuccessfully. The decision was made to terminate support and the patient expired on the table. Additional information provided by the clinical specialist (cs), indicated the patient's aortic valve was severely calcified, the aortic root was mildly calcified, the patient did not have mitral annular calcification (mac) or ventricular septal hypertrophy, the ejection fraction was 50%, the sinotubular junction (stj) measured 29mm and the sinus of valsalva (sov) measured 30mm. In addition, the image intensifier angle and coaxial alignment of the delivery system and valve were noted to be good, balloon inflation was held for more than 3 seconds, and there was no loss of pacing capture during valve deployment.

Manufacturer narrative:
The sapien valve was not returned to edwards lifesciences for evaluation as it remained implanted in the patient. In addition, a design history record (DHR) review was not performed or required as there was no allegation of product malfunction. Per the instructions for use (IFU) for the sapien valve, conduction abnormalities, cardiovascular injury including perforation or dissection of vessels, and arrhythmias are known complication of the tavr procedure. Damage to the myocardium and its conduction system causes acquired heart block and can result in heart block during or after the procedure. This typically occurs in patients with underlying cardiac disease and/or conduction abnormalities. According to literature review and the valve academic research consortium (varc), the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the procedure. Other factors that could contribute to the onset of heart block include underlying heart disease, electrolyte disturbances, and certain medications (i.e. Beta-blockers, calcium channel blockers). In this case, the exact cause of the reported heart block cannot be confirmed. However, in addition to the procedure itself, the patient's co-morbidities may have contributed to the event. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.